Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that her husband had experienced low blood glucose. The customer¿s blood glucose level was 24 mg/dl, 153 mg/dl and 64 mg/dl. The customer was treated with carbohydrates. The customer declined troubleshooting for low blood glucose. The insulin pump will be returned for analysis.